Event description:
It was reported that on (B)(6), the patient noticed his left arm had a slight tremor, which came and went, and didn't bother him. The next day the patient noticed the tremor was getting stronger, and when he checked his device he noticed that the right side stimulator was turned off. The patient turned it back on and the tremors stopped, however his speech and thinking were not as good as when stimulation was off. It was noted that the patient believed he may have been to an area where there was a magnetic field that turned his stimulator off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3389, lot# unknown, implanted: (B)(6) 2009, explanted: na; extension: model 7482a40, implanted: (B)(6) 2009, explanted: na.